Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, non-conformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). On (B)(6) 2019, a follow up 24-hour computerized tomography (CT) scan revealed a petechial hemorrhage in the posterior left insula. The 24-hour follow up also showed that the patient¿s initial national institutes of health stroke scale (nihss) improved from 9 at baseline to 4. It should be noted that no medication or medical procedure were required to address the hemorrhage. The patient was discharged from the hospital on (B)(6) 2019 with nihss of 1. The intracranial hemorrhage was reported to be an adverse event with a possible relationship to the jet7 and the index procedure.